Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system lost phacoemulsification power during a surgery. The patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined. The company representative discovered that the customers had not been priming the handpiece appropriately each time they replace a tip or handpiece. The company representative, then trained the customers, and verified that the system met specification. The system was manufactured on february 27, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. (B)(4).